Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unidentified alert that suspended insulin delivery. Customer declined to review pump history to identify the alert. Customer declined further assistance from tandem technical support. There was no reported impact to blood glucose.